Event description:
During a morning inspection, it was found that the device illuminated the service indication when the charge buton was pressed. Physio-control evaluated the device and found that it took a long time to charge to the 360j energy level. The device was unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined the cause for the malfunction to be a stuck closed energy dump relay, designator k1.